Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that system diagnostics recorded high impedances on the leads, upon further investigation the patient's leads were fractured which was confirmed via x-ray. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received stating intervention took place where the entire system was explanted and replaced to address the issue. The physical elected to replace the ipg. Effective stimulation was restored.